Event description:
It was reported that pump displayed malfunction code 12, with no notable events occurring beforehand and no impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.